Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited far p-wave oversensing and noise. The product will continue to be monitored. There were no patient consequences.